Event description:
It was reported that: during the tka surgery, the drill broke when the surgeon was making the hole at the pt's proximal tibial passing the base plate by the drill. The surgeon left a fragment of the broken drill in the pt's body. This decision was made on the judgement of the surgeon.